Event description:
It was reported that the patient underwent a tlif using mini-invasive spinal procedure at l4-l5. The right l4 set screw could not be broken off. A new screw was used but could not be broken off either. The right l4 pedicle screw was replaced and then the set screw was broken off. The procedure was completed without other complications.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8670855, 510k # k000453 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.